Event description:
A customer reported that the touchscreen on their pump was cracked and shattered, rendering it unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.